Manufacturer narrative:
The defective battery has been returned to the battery MFR to determine the root cause of the failure.

Event description:
Freestyle oxygen concentrator would not take a charge, was bagged and placed in homecare provider company van. The next day upon entering the vehicle, he noticed a burning odor. He heard a fizzle sound coming from the rear of the vehicle and noticed smoke. He opened the rear doors and noticed the device smoldering. The device was removed from the vehicle and extinguished. It appeared to be the internal battery.